Event description:
On (B) (6) 2004, the patient underwent repair of an infrarenal abdominal aortic aneurysm and left inguinal hernia. The patient was implanted with two gore excluder aaa endoprostheses. On (B) (6) 2007, the patient underwent repair of a distal type I endoleak and bilateral iliac artery aneurysms. The patient was implanted with two additional gore excluder aaa endoprostheses. The endoleak was resolved. On (B) (6) 2009, the patient underwent repair of a type I endoleak and was implanted with a gore excluder aaa endoprostheses aortic extender component. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted: (B) (4)/pct281416.